Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos/ videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a computed tomography to guided biopsy procedure using the magnum. During the procedure, it was noted the needles are different sizes, which compromises the planning and safety of the procedures despite being the same make, model and number. Reportedly in addition to the size incompatibility, the needle base (pink part) was disconnected. There was no reported patient injury.

Manufacturer narrative:
H11: additional information was received and there is no alleged deficiency or malfunction with the product. This report is no longer being considered a complaint file and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. G3 section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a computed tomography to guided biopsy procedure using the magnum. During the procedure, it was noted the needles are different sizes, which compromises the planning and safety of the procedures despite being the same make, model and number. Reportedly in addition to the size incompatibility, the needle base (pink part) was disconnected. There was no reported patient injury.